Manufacturer narrative:
The catheter has been evaluated and found ruptured at 6.8cm from the distal tip. Evaluation showed the catheter ruptured due to over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported that the catheter was found leaked during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00295.